Manufacturer narrative:
(B)(4). A field service engineer was dispatched to customer site. Odor/smell was confirmed. A preventative maintenance (pm1) was performed and the catalytic decomp filter was replaced. Unit meets specifications and was returned to service on (B)(4) 2013.

Event description:
An international customer reported an event of a "strong smell to oil" emitting from the sterrad 50 sterilizer. One healthcare worker (hcw) reported reactions of throat irritation and headache. The hcw did not seek or receive any medical attention/treatment and is reported to be "good." A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013.

Manufacturer narrative:
Based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. The investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). The DHR was reviewed and indicated no anomalies which could have contributed the customer's experienced issue. The unit met all specifications at the time of release. The service history for this unit for the past six months (05/17/2013 to 11/13/2013) did not identify any significant trend. The trend for the product malfunction code of odor/smells identified a breach due to the ous remediation effort contained in a CAPA. A review of the complaint history did not reveal a significant trend for us data over the past twelve months (january 2013 through december 2013). The trend for the product malfunction code of human reaction from january 2013 to december 2013 is considered 'broadly acceptable.' The fmea revealed the risk is at an acceptable level. The shuma indicates the risk is broadly acceptable for moderate level injury or exposure and as low as reasonably practicable for mild (limited) exposure to odor or odorants. CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. No parts were returned for testing. The issue will be tracked and trended. No further investigation is necessary at this time.